Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During an evar procedure on a (B)(6) year old male patient, when the gray pusher was removed from delivery system on the main body side (patient's left), the user attempted to close the hemostatic valve but was still leaking in the closed position. The device was leaking hep saline during preparation/flushing. The sheath was exchanged to limit the blood loss. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, device record history, instructions for use (IFU), specifications, trends, quality control and a visual inspection and functional testing of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." The visual examination reported the top flange (blue cap on captor valve was slightly dislodged and two (2) tears were noticed in the silicone disk. Functional testing was performed by flushing the device with water, no leaks were detected. Testing was then done with the 16 fr dilator and water leaked from the valve. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During an evar procedure on a (B)(6) year old male patient, when the gray pusher was removed from delivery system on the main body side (patient's left), the user attempted to close the hemostatic valve but was still leaking in the closed position. The device was leaking hep saline during preparation/flushing. The sheath was exchanged to limit the blood loss. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.